Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a shunt system, but the shunt effect was poor. It was stated that the patient's cerebrospinal fluid situation did not improve after the shunt was implanted. There were no environmental/external/patient factors that may have led or contributed to the issue. The shunt system was replaced with a new one. The patient's status at the time of the report was alive - no injury.